Event description:
It was reported that impedances of >10000 ohms were measured on the patient's implantable neurostimulator (ins). High impedances were seen on electrodes #4-7 and normal impedances were seen on electrodes #0-3. The electrodes on the second lead were renumbered and the impedances "normalized." Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received that the clinical programmer was read incorrectly and all is correct.

Manufacturer narrative:
(B)(4)